Event description:
Boston scientific received information that the battery of this pacemaker depleted from three years to end of life (eol) in one year. Additional information received from the field representative indicated that the patient suffered shortness of breath as the device was at eol. The pacemaker was explanted and was out of service. The pacemaker will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.